Event description:
It was reported that during a biopsy procedure, the tissue marker device deployed and the end of the device sheared off. The metal piece that was left in the patient was larger than expected. The device is not available for analysis.